Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which a new cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced retention leading to the procedure. During the surgery, they replaced the cuff for a larger one. No more information available at the moment. Should additional information become available, it will be provided.